Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was not being detected on the communication bus. A field service engineer replaced the retractor band on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was not being detected on the communication bus. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.